Manufacturer narrative:
A system checkout was not required as resolution of the issue was confirmed at the time of the event. There were no parts returned as no parts were replaced. Resolution was confirmed on call.

Event description:
Medtronic received information regarding an imaging device being used for a midlif l4/5 procedure. It was reported that the site was not able to see the imaging device tracker on their navigation device. After a reboot of the device, the trackers were then visible. Resolution was confirmed on call. Surgery was delayed for less than an hour and there was no impact on patient outcome.